Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. The device has been received and is currently awaiting evaluation. Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
It was reported that the spike of transfer set came off of the port of the y-set during use. There was patient involvement. However, there was no patient injury or medical intervention indicated at the time of the report. This is report 1 of 2.

Manufacturer narrative:
(B)(4). Upon further investigation, there is no trend identified for this issue. The device was received for evaluation. Visual inspection, leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The outside diameter of the uv spike was measured and found to be within specification. The reported issue could not be confirmed and the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.